Event description:
It was reported that the collimator on the 9800 system closed down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.